Event description:
It was reported to boston scientific via an article published in the journal of sexual medicine that a study was conducted to evaluate sexual outcomes following rezum therapy with and without median lobe resection. This study was a comparative investigation of sexual function outcomes in patients with benign prostatic hyperplasia (bph) who underwent transurethral convective water vapor thermal therapy. This investigation focused on cases with median lobe enlargement, comparing the conventional rezum monotherapy with a novel hybrid approach called rezurp, which combines rezum therapy for the lateral lobes with targeted transurethral resection for the median lobe. This rezurp hybrid approach was introduced to improve complications. The study included patients treated between 2019 and 2023, with 97 cases in the rezum group and 78 cases in the rezurp group. Eight patients required retreatment within 24 months, of which 6 cases were attributed to untreated median lobes. At 5-year follow-up period 6 out of 135 patients (4.4%) required retreatment, and 4 of these had untreated median lobes. At the authors institution, 20 out of 107 cases (18.7%) required additional surgical intervention. Even when steam treatments were administered to the median lobe, some cases were inadequately treated, leading to persistent symptoms. The patient outcomes for rezum and rezurp procedures were retrograde ejaculation and sexual dysfunction. The study suggests that targeted treatment of the median lobe may help reduce retreatment rates and potentially preserve sexual function more effectively.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Hashemi, m. B., guillen lozoya, a. H., pinkhasov, a. M., & kohler, t. S. (2025). Sexual outcomes following rezum therapy with and without median lobe resection. The journal of sexual medicine, 22(8), 1523-1524. Https://doi.org/10.1093/jsxmed/qdaf151.

Event description:
It was reported to boston scientific via an article published in the journal of sexual medicine that a study was conducted to evaluate sexual outcomes following rezum therapy with and without median lobe resection. This study was a comparative investigation of sexual function outcomes in patients with benign prostatic hyperplasia (bph) who underwent transurethral convective water vapor thermal therapy. This investigation focused on cases with median lobe enlargement, comparing the conventional rezum monotherapy with a novel hybrid approach called rezurp, which combines rezum therapy for the lateral lobes with targeted transurethral resection for the median lobe. This rezurp hybrid approach was introduced to improve complications. The study included patients treated between 2019 and 2023, with 97 cases in the rezum group and 78 cases in the rezurp group. Eight patients required retreatment within 24 months, of which 6 cases were attributed to untreated median lobes. At 5-year follow-up period 6 out of 135 patients (4.4%) required retreatment, and 4 of these had untreated median lobes. At the authors institution, 20 out of 107 cases (18.7%) required additional surgical intervention. Even when steam treatments were administered to the median lobe, some cases were inadequately treated, leading to persistent symptoms. The patient outcomes for rezum and rezurp procedures were retrograde ejaculation and sexual dysfunction. The study suggests that targeted treatment of the median lobe may help reduce retreatment rates and potentially preserve sexual function more effectively.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device history review was not performed as the lot/batch number for this component was not provided. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Hashemi, m. B., guillen lozoya, a. H., pinkhasov, a. M., & kohler, t. S. (2025). Sexual outcomes following rezum therapy with and without median lobe resection. The journal of sexual medicine, 22(8), 1523-1524. Https://doi.org/10.1093/jsxmed/qdaf151.